Manufacturer narrative:
Date rec¿d by MFR : 25jul2019, date of report : 14aug2019. Repair information was confirmed. There was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting. The fse was unable to duplicate the reported issue. The fse replaced the gas delivery system (gds) and ran complete performance testing to verify the functionality of the vent, and confirm that it was quiet while working. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 25oct2019. Date of report: 31oct2019. Failure investigation was completed. The gas delivery system (gds) was received for evaluation. Visual inspection of the customer returned gds revealed no anomalies. The gds was installed into a test ventilator in an attempt to duplicate the reported issue. Further investigation revealed no failures of the gds. No loud thumping sound was heard. The customer complaint was not duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22jul2019.

Event description:
The customer reported that the unit was making a loud thumping sound. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.